Event description:
It was reported that during a stent procedure, a stent loss occurred in a mid lad lesion. Upon inflation at 6atm, the balloon did not appear to be fully expanded, and had an uneven appearance. The delivery system was then pulled back and the stent was lost in the ostium of the lad, partially in the left main. A dilatation catheter was used to deploy the stent at the site. The pt required an iabp at this time. A dissection occurred at the original deployment site. A balloon angioplasty was performed, and the pt was sent to ccu. The pt cardiac arrested on 10/21/97 and had bypass surgery. On 10/31/97 the pt was reported discharged.